Event description:
It was reported that t:slim x2 pump battery would not charge when caller used original tandem wall adapter and cable, with no power alerts in pump history and no signs of damage to pump usb port. There was no adverse impact to the customer's blood glucose level. Caller attempted multiple troubleshooting steps, including trying different wall adapters and cables, and ultimately was able to charge pump using non-tandem charging supplies, while still unable to charge with original tandem power supply, and technical support advised against routine use of third-party charging supplies, sent replacement tandem wall adapter and charging cable, and requested further guidance on next troubleshooting steps.